Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. Pt reports that the cause of the stimulation output being too strong/stimulation turning off was unknown, stating they "don't know if turned on adaptivestim. Just one day I noticed would not turn on when lying in bed." Pt reports talking to a manufacturer representative (rep) who walked them through steps to get it turned back on. Pt reports the issue is resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when they lay down at night to go to bed, the stimulation usually goes into a soft whatever it does, but they have to turn the stimulation way down because they can't sleep because the stimulation was going off so much. Patient said that they lay in their back and stimulation was stimulating too much. Patient mentioned the reason they had this implant because they had a burning sensation across the top of their feet leading to their toes and their feet feel like they are in a burning ice cold burn. Patient mentioned that sometimes when they sit the stimulation will automatically shut off and they will have to stand up and it will start to restimulate after about 15 seconds. Agent had the patient turn on the adaptivestim feature on the controller. Patient was on group c with programs 1 and 2. Patient confirmed that adaptivstim was turned on at program 2 and turned it on at program 1. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they met with a medtronic representative a year or so who reprogrammed the patient because the patient was having burning in the feet. The representative said some thing about a bad wire or something in the back.